Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated by a programmer. The s-ICD was an attempted implant and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts to gather additional information concerning this event from the field, none was provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was returned back from the field with no further allegations being made against it in relation to the original event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities to contribute to the allegation from the field. The seal plug and set screw functioned normally. Analysis of the device battery did not indicate any abnormalities and the status was at good. All telemetry operations were found to be normal with the programmer and raw register programmer. Analysis determined this device met spec and the allegation made against it in the field could not be confirmed through product testing.